Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticm5_13.7, -9.00/0.5/097 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. Refractive surprise was observed and the lens was removed on (B)(6) 2018. A replacement lens (different length and diopter) was later implanted and the problem was resolved. It was reported that the cause of event was user error, the surgeon used the wrong rx data for icl power calculation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).